Event description:
Information received indicates the head hi/low function is drifting.

Manufacturer narrative:
The technician found the head hi/low valves were possibly leaking internally inside of the block. The technician replaced both head hi/low valves to repair the bed.